Event description:
Pt's sternum very hard and surgeon unable to pass wires through when closing after CABG. Used a drill to form pathway for wire suture and drill bit broke off and is embedded in sternum apprx. 3.5 cm.